Event description:
It was reported that the customer reported a brownish, yellow fluid leakage inside the packaging-possibly from the battery. There was no patient involvement, no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.